Event description:
It was reported that, during reprocessing, two gastrointestinal videoscopes tested positive for contamination. The first scope tested positive for 3 colony forming units (cfus) of streptococcus salivarius in the instrument/biopsy/suction channel, and the second scope tested positive for 1 cfu of staphylococcus epidermidis in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of two gastroscopes (gastroscope 6 and gastroscope 11) were cultured during two separate tests. Gastroscope 6 tested positive for 5 cfus of streptococcus mitis and 24 cfus of non-pathogenic skin bacteria during the first test, and 2 cfus of streptococcus mitis and 2 cfus of non-pathogenic skin bacteria during the second test. Gastroscope 11 tested positive for 7 cfus of streptococcus mitis and 64 cfus of non-pathogenic skin and environmental bacteria during the first test, and 18 cfus of streptococcus salivarius and 10 cfus of non-pathogenic skin and environmental bacteria during the second test. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 5 colony forming units (cfus) of streptococcus mitis group and 24 cfus of non-pathogenic bacteria (skin bacteria) on (B)(6) 2024. The videoscope then tested positive for 2 cfus of streptococcus mitis group and 2 cfus non-pathogenic bacteria (skin bacteria) on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to h11 of the initial report: the h11 of the initial report included the user's hmi results of two scopes. This medwatch is capturing the results for the product with serial number (B)(6). All results for product with serial number (B)(6) is being captured in complaint (B)(4). As a result, b5 and h11 of this report are being corrected to capture just the results for product 2705108. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy/suction channel. Cfu: 3 cfu/ml. Bacterial identification: streptococcus salivarius, micrococcus species. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 1 cfu/ml. Bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor the field performance of this device.